Event description:
It was reported that the patient is experiencing fatigue and dizziness. Patient states that they might be in atrial fibrillation. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the patient has not been seen by the physician. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.